Event description:
The dome portion broke off during traction removal 180 days after placement. The catheter was cut at the lower scissors mark and the user regarded the air dome deflated prior to removal. The dome was removed endoscopically.